Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. White calcification observed in the surface of the shell. Observed broken on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii/IV and removal of textured implants due to the patient¿s concern with the product."

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV and concern with the product. Device has been explanted.